Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer performed troubleshooting for the no delivery alarm. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is may 29, 2016.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is (B)(4)2019.